Event description:
It was reported that the patient had cancelled their follow-up appointment because it was no longer necessary. The patient is reportedly doing well and has had no additional issues.

Manufacturer narrative:
Additional information: b5, g1 (second address). A review of the device history record, which includes verification of all steps in the manufacturing of the pump, verification of all final testing performed by/on the pump, verification of sterilization, and packaging for subject pump was performed. The review did not identify any non-conformances, issues or capas associated with pump function. Device was not returned for additional evaluation and investigation. As no additional investigation was performed on the device, a definitive root cause could not be determined for the alleged issue. A supplemental MDR will be submitted if new information is received. Internal complaint number: (B)(4).

Manufacturer narrative:
Pending additional follow-up information and review of device history record. Internal complaint number: (B)(4).

Event description:
Physician contacted technical solutions to report a prometra ii 20 ml pump with underinfusion volume discrepancies. For the first volume discrepancy alleged, the exact volume values are unknown. Physician reported that a cap study was performed, in which the physician was unable to aspirate through the cap. The physician decided to inject through the cap, in which they note that the dye was seen flowing through the end of the catheter and that the patient received a bolus of medication and felt relief. Two months later, another volume discrepancy was observed. Again, the exact volume values are unknown. Several months after that, an underinfusion volume discrepancy was observed, in which the expected volume was 8ml, and the actual returned volume was 18ml. Patient reported lack of pain relief. Review of the patient's implant paperwork indicates that the patient has a medtronic indura catheter without any flowonix catheter revision segments attached.